Event description:
The customer's mother reported that her son was taken to the hospital with low bg's (55mg/dl). After evaluation, the mother was assured that "he was fine." Since his bg levels had eventually regulated, the mother decided to keep the pod on. It will be returned for evaluation after it is removed.

Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.